Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm thoracic type b dissection in zone two. The proximal neck was 30 mm in diameter and 20 mm in length. It was reported that on a follow up CT scan revealed a proximal type I endoleak due to an increase in the aortic diameter. There was a secondary entry tear which was due to false lumen perfusion. No intervention was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received for this case. It was clarified that there was no secondary entry tear caused by false lumen perfusion. False lumen perfusion was observed on the final imaging and the source of false lumen perfusion was from the secondary entry tear. There was no residual flow over the primary entry. It was also reported that revascularization of the left subclavian artery and implant of two valiant stent grafts were done, resolving the proximal type I endoleak. No additional clinical sequelae was reported and the patient is fine.

Event description:
Additional information was provided. The previously reported proximal type I endoleak was assessed by the investigator to not be device related, but related to the procedure. It was also noted that the false lumen enlargement was resolved with the implantation of the two valiant stent grafts.